Manufacturer narrative:
It has been communicated that the device is still implanted. Therefore, it does not appear that the device and/or lot information is available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does not become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that a MRI confirmed that the patient had developed a granuloma at the tip of the intrathecal catheter. As a result the patient has experienced neurological symptoms.